Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a failure in the main 2-2 drawer. A field service engineer reseated all bus and rear controller connections to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system had a drawer failure.the customer reported that the user was able to remove the medication from another station and there was a delay in the dispensing of the medication.there were no adverse events or injuries reported based on this incident.